Event description:
Complainant alleged that the medics were attempting to defibrillate an obese and diaphoretic patient who was in cardiac arrest. The device indicated that the patient was presenting "a very slow p.e.a. (Pulseless electrical activity) with very small complexes". The patient was then rolled over to place a long spine board under the patient to begin the resuscitation efforts. As the emergency medical technicians began the chest compressions the device displayed a "poor pad contact" and a "check pads" error message on the device screen. The medics checked pads and contact area, but the device continued to display the same maessage. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction. The complainant indicated that the stat pads multi-function electrodes that were used in the event were inadvertently discarded subsequent to the event. In addition, the lot number of the used electrodes is unknown, as the electrode packaging was also inadvertently discarded. Although the complainant did not indicate that chest compressions were performed over the pads during CPR, there is a possibility that there may have been chest compressions performed over the pads. Performing chest compressions on the pads may cause damage to the electrodes. The stat pads multi-function electrode package insert, warns the user; "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possibility of arcing and skin burns."